Event description:
It was reported that the guidewire broke during the procedure, and a guidewire fragment lodged in the patient¿s external carotid artery (eca). Good blood flow was appreciated; therefore, the physician did not attempt to retrieve the fragment. There was no reported clinical consequence to the patient who was reported to be in a good condition post procedure.